Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 36 mg/dl. Customer treated with glucose tabs and soda and was able to bring his blood glucose level to 113 mg/dl. Customer reported frequent urination throughout that night, then a blood glucose level of 433 mg/dl. Customer treated for this, but his blood glucose level went up to 549 mg/dl. Blood glucose level at the time of the call was 320 mg/dl. The customer also reported and incident in which he was hospitalized with a blood glucose level of 1,000 mg/dl. Customer was wearing the insulin pump at the time of this incident. The insulin pump was not replaced or returned for analysis.